Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were made and there was no consequences to that patient.